Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that during the procedure with 2 new subq leads being placed, all impedances were >40k. Impedances were high when the leads hooked up to both implantable neurostimulator (ins) and an external implantable neurostimulator (ens). They changed out the ens, rinsed the header block, took out and reinserted the leads but the issue hadn¿t resolved. They opened up a 3rd lead and placed that but had the same issue. They also shut off the bovie and lights in the room but this didn¿t resolve the issue. They hadn¿t seen any communication issues on the 8840 so far. No conductive fluids were used during the procedure. The manufacturing representative thought that the physician was probably going to close with the current leads. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.